Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. This report includes final evaluation findings. No additional information is expected. Evaluation summary: a customer reported their device cartridge holder was loose. They returned the actual complaint device to the manufacturer for investigation. The device from lot 0410a02 was manufactured in (B)(6) 2004. The manufacturer's investigation found both clear cartridge holder tabs broken. This malfunction can result in an underdose. Malfunction confirmed. Corrective action: the core user manual informs customers not to damage or remove the cartridge holder tabs. Further, it says not to use the pen if the cartridge holder tabs are broken or if any part of the pen appears broken or damaged. No further corrective actions are planned as the device manufacturing was discontinued (B)(6) 2006. Contact lilly at xxx-xxx-xxxx. Or your healthcare professional. Improper use and storage: there is evidence of improper use. Observed on both engagement tab areas are marks consistent with the tabs being removed with a knife. This misuse is relevant to the complaint and the investigation findings.

Event description:
(B)(4). This device case, reported by a consumer, who contacted the company with a product complaint, concerns a female patient of unknown age or origin. The patient's medical history and concomitant medications were not provided. The patient was taking an unspecified type and brand of insulin for treatment of an unknown indication while using the humapen ergo teal/ clear pen body with a clear cartridge holder. On (B)(6) 2010, the humapen ergo teal/ clear pen body had a clear cartridge holder that was reportedly not attaching properly and described as loose. The patient was unsure if she was injecting the correct dose (date not specified). Outcome of the event not provided. The device was returned on (B)(6) 2010 and both engagement tabs of the clear cartridge holder were broken (malfunction confirmed). This humapen ergo, teal/clear pen body with a clear cartridge holder attached is associated with pc 1267156/ lot 0410a02. The patient operated the device. It was unknown if the patient was trained. The length of use for the device model and the identified suspect device was not provided. It was unknown if the patient would continue to use the device model. Update (B)(6) 2010; additional information received (B)(6) 2010; added lss summary to qc info tab; updated final fields, further investigation field and deleted expected follow up date on EU/ca device button changed improper use field to 'yes', 'refer to results/conclusions section' to narrative. Edit (B)(6) 2010: upon review corrected the update statement from (B)(6) 2010 to reflect the correct date that the additional information was received on which was the (B)(6) 2010.